Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was explanted due to an unknown product performance issue. The associated right atrial (ra) lead reportedly exhibited high, out-of-range pacing impedance measurements. Both the ra and right ventricular (rv) leads were concurrently explanted. No additional adverse patient effects were reported.